Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error due to blank display. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture and had alarmed critical pump error. The customer was assisted with troubleshooting. Customer's blood glucose level was 287mg/dl at the time of the incident. The customer stated that the they went into a pool with the insulin pump. The customer stated that they received a critical pump error image on the insulin pump's screen. The customer stated that there was water in the battery compartment and the customer was explained to that the insulin pump is water proof if there as no cracks, scratches and the battery cap and reservoir were secured. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.